Event description:
A malfunction was reported. The recorded blood glucose level was 142 mg/dl. The pump was tested and consistently showed the same malfunction error upon restart. As a result, the device is being returned for further inspection, and a replacement pump has been provided to the customer.